Event description:
New information received indicated that the device was explanted and replaced. The patient was in stable condition prior to, during, and post-procedure.

Event description:
It was reported that an alert for a long charge time was observed on the device. No intervention was performed at this time. The patient was asymptomatic.